Event description:
Resident got up out of wheelchair, and was ambulating. Chair check ii was in place and monitoring, but did not go off when resident stood up. Resident fell to floor causing a fracture of the left humerus, requiring hospitalization and surgery.